Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-01143. It was reported that patient experienced infection. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the lead and ipg were explanted. The issue was resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of birth. Patient's date of birth was inadvertently entered as (B)(6) 2195 in the initial report and has now been corrected in additional report-2 as (B)(6)1957.